Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported "fluid and capsular contracture, pain and discomfort. Healthcare professional reported "partially folded implant, volume increase in the breast for 3 months and the presence of peri-implant fluid, implant was debrided. And implant deviated laterally". The device remains implanted. This is for the left side.